Manufacturer narrative:
The events of cellulitis and subcutaneous emphysema are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling for the reported events of cellulitis and skin irritation: precautions for use ¿ it is recommended not to inject into a site which has been treated with a permanent implant. Undesirable effects ¿ any other undesirable side effects associated with injection of [an allergan dermal filler] must be reported to the distributor and/or to the manufacturer.

Event description:
Additional information provided by one of the reporting doctors: healthcare professional clarified that there had been one patient which had been injected with filler 2 weeks after having threads. The patient had developed cellulitis and subcutaneous emphysema that required IV antibiotics and hospital admission. The event reported by the second doctor has been captured under MDR ID #3005113652-2018-00047 ((B)(4)).

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of infection is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device labeling for the reported event of infection: 5. Precautions ¿ as with all transcutaneous procedures, dermal filler implantation carries a risk of infection. Standard precautions associated with injectable materials should be followed.

Event description:
Healthcare professional noted that 2 other doctors had both "seen cases of infection in filler when the patient had threads, requiring admission to hospital and IV antibiotics."